Event description:
A ivac 599 pump was loaded by the nurse with the corresponding tubing, from top to bottom (as per her recollection) dilanitin 500 mg was going to be infused over 1/2 hour. The pt instead rec'd 300mg over 3-4 minutes and became hypotensive and bradycardiac requiring a fluid bolus after which she returned to normal sinus rhythm. The dilantin was shut off when she became hypotensive. It was suspected that a free flow problem had occurred. It was suspected that a free flow problem had occurred. It was possible to simulate a free flow situation with the ivac 599 model. Free flow would occur when the door covering the tubing was shut and the tubing was not tracking correctly in the pump. It was noted in the simulation that an alarm didn't sound when the free flow began to occur. Free flow was reproduced when the tubing was loaded into the machine from top to bottom or bottom to top and wasn't tracking correctly.